Manufacturer narrative:
(B)(4). Concomitant medical products: part unk, lot unk ¿ unknown vanguard xp-femorals, part unk, lot unk ¿ unknown vanguard xp-tibial trays, part unk, lot unk ¿ unknown vanguard xp lateral bearing, part unk, lot unk ¿ unknown vanguard xp medial bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034- 2018-00844, 0001825034- 2018-00845, 0001825034- 2018-00846, 0001825034- 2018-00847. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot by number of the device involved in the event is unknown. Root caused was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 504- pain reported post surgical procedure.